Event description:
A us distributor reported that an electrode belt had non-functional tes.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the trunk cable connection to the distribution node (dn.). : the root cause for the open wire was excessive force. There was no adverse event that resulted from the damaged belt.